Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Three (3) unopened and unused samples were received for the analysis. All three samples were visually inspected, and no issues were found. Two of the samples were flow tested on calibrated pumps with nutricia energy feed for two hours. During this time, the units were carefully watched for air in the line and there was no air in the line observed. The third sample was leak tested and no leak was observed in the sample. As all the sample passed testing requirements, the reported condition could not be confirmed. As part of continuous improvement and due to the similar complaints received for the air in the line issue, a corrective action (CAPA) has been opened to address the reported issue through a more robust investigation.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Initial reporter email address: (B)(6).

Event description:
The customer reported that a pediatric patient feed was set up and on run (3 in 1 feed set only). The feed was nutricia feed. The parents heard pump making noises but no alarm. There were numerous air gaps in the feeding tube. Per customer, this caused the patient to vomit. Additional information was received and stated that there was no medical intervention or treatment required because of vomiting. The patient is doing well.